Manufacturer narrative:
Concomitant medical products: product ID 399930, lot# v049183, implanted: (B)(6) 2008, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional who called in to request for MRI guidelines which was unrelated to the patient¿s device/therapy. It was reported that the patient¿s stimulator was removed about ten years ago, because it wasn¿t working anymore. However, it was again reported that the wire still remained implanted, which was reported to be considered partial system abandonment of the lead. MRI guideline clarification was needed in regards to having an MRI done of the patient¿s neck and head as their lead was still in their mid/lower back. It was reviewed that they could have an MRI of their brain as long as it did not cross over any wires, but it was not recommended to have one of their cervical spine (neck). It was reviewed that the patient would have to have the system removed in its entirety to have an MRI of a body part (including their neck) other that their head. The healthcare professional indicated that the patient could not have the wire removed, because it was in their spinal cord and would cause damage if it was removed. It was reported that the hcp was going to follow-up with the patient¿s physician to ensure that they understood what the patient was eligible for. A voicemail was left for the patient to clarify the MRI guidelines. No symptoms were reported. It was unknown when the event occurred. No further complications were reported/anticipated.

Event description:
Information was received from a patient who was implanted with a neurostimulator. It was reported that the patient¿s implant wasn¿t working and was removed. The patient didn¿t provide further details on why it wasn¿t working. During the explant procedure, scar tissue was noticed and the lead was left in the body for patient safety. The patient was not sure if the lead was intact or if the surgeon cut the lead. It was noted that no troubleshooting was needed. The issue occurred a few years after implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.